Event description:
Incidents of retrograde flow -backflow- of fluid past the backcheck valve of symbiq IV pump set cat number 16090-28. Fluids were being delivered via secondary delivery e.g. Piggyback administration. Fluid from the secondary bag went past the back check valve and into the primary bag. The backflow was identified due to the fluid tint in the primary bag caused by infiltration from the secondary bag. Staff report a least 3 incidents of this nature on (B) (6) and (B) (6) as well as approx (B) (6). Dates of use: (B) (6) 2009 - (B) (6) 2010.